Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was provided, a manufacturing review was not required to be performed. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) show that the product labeling will be considered adequate. Investigation summary: one 19cm hemostar d/l catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for catheter deformation and opacification of extension legs mode, as the catheter proximal to the cuff was observed to be misshapen and elliptical. No bubbling was observed on the catheter surface. Discoloration was observed on and just distal to the bifurcation, and a yellowish discoloration was observed adjacent to the proximal end of the cuff and just distal to the misshapen region. A milky white color was noted on both extension legs just proximal to the bifurcation. No kinks or bulges were noted on either extension leg. The reported event and findings from the sample evaluation are consistent with material opacification and stretching issues. The definitive root cause could not be determined based upon available information. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year seven months post dialysis catheter placement, the health care provider allegedly noticed the catheter had breakdown and degradation. It further reported that de-clotting agent was used consistently. Reportedly, the dialysis catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
Photos were provided for review. As this is the only complaint associated with this lot number, a device history record review will not be required. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 01/2019).

Event description:
It was reported that some time post dialysis catheter placement, the health care provider allegedly noticed the catheter had breakdown and degradation. It further reported that de-clotting agent was used consistently. Reportedly, the dialysis catheter was replaced. There was no reported patient injury.